Event description:
It was reported that the customer was hospitalized twice, once for high blood glucose and for low blood glucose levels. On (B)(6) 2014, the customer was hospitalized for a high blood glucose reading of over 500 mg/dl and for diabetic ketoacidosis. She was admitted for a week, treated and released. She was off the insulin pump for 1 day prior to admittance. On (B)(6) 2014, the customer experienced for low blood glucose reading of 50 mg/dl, which required intervention by emergency medical services after she had fallen in the bathroom. She also noted that the insulin pump alerted change sensor. The blood glucose reading was 473 mg/dl, which was treated with the insulin pump, leading to the low blood glucose event. She had low blood glucose for the past 3 months. She noted a blood glucose reading as low as 20 mg/dl. The reservoir showed the same insulin amount as on the screen. Advised her to consult with doctor regarding low blood glucose as she is a brittle diabetic. Nothing else reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-44095.